Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) electrical test failed. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the site to evaluate the unit he couldn't replicate the error code, tested the unit on balloon for 2hrs and no issue. Tested the unit as per pm and unit passed. Unit is safe for use.